Event description:
On first treatment therapist took port film of field 1 and treated. Then field 2 was treated. At completion of field 2, veriflex indicated that mu had not been completely delivered to field 2. Field was not treated further. After pt was removed, physicist tested and determined that 207 mu could have been delivered. Review of the log list indicated the treatment was logged as "o" which indicates that "current references on printer" report was printed after setting up field info without exiting veriflex first. Technical bulletin vfx-023 was in customer's possession; this report describes the scenario encountered by site and provides a workaround. This bulletin has been reissued with a cover letter emphasizing the cause of this incident and describing the work-around.